Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1005 indicative of an open circuit condition detected during shock delivery. Out of range shock impedance measurements were noted. It is planned to perform a lead revision as well as a device upgrade in the near future. Additional information was received that a revision procedure was performed and the brady and tachy therapy of the ICD were deactivated. This rv lead was capped and replaced. A clavicular crush was suspected to be the cause of the reported allegations. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1005 indicative of an open circuit condition detected during shock delivery. Out of range shock impedance measurements were noted. It is planned to perform a lead revision as well as a device upgrade in the near future. No adverse patient effects were reported. At this time, this device system remains in service.